Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead and left ventricular (lv) lead were unable to be implanted due to positioning/fixation difficulty. It was also noted that the rv lead was not long enough for the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.